Manufacturer narrative:
No button response due to corroded keypad traces. No pump reacting on its own w/o buttons being pressed noted. No ramping numbers noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.